Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red sore between the electrode on the right side. Patient reports the sore is open and she covered it with a band aid. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician gave her a few different medications and that they are working. Follow up indicated that the medications are helping with the skin irritation.